Event description:
Pharmacy techician was using the automix 3+3 tubing when it started leaking when pumping tpn bags. The technician found a pin size hole in the clinisol line near the green cap. The tubing was changed. The broken tubing was set aside for evaluation.